Event description:
A caller reported a power source alert while using a tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by leaving the wall adapter plugged in for at least 30 minutes, which successfully began charging the pump, and no further assistance was required.